Event description:
The physical therapist states the unit has lost its configuration and states needs reset. After pressing the reset, the unit will not drive still. There is no seating function.

Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.